Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported that he has had "several" retreatments for overcorrection post topography guided procedures. Additional information requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, no information has been received. With limited information, the root cause could not be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, no information has been received.